Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. The third-party service agent then replaced the user interface and system controller pcb assemblies. Proper device operation was then observed through functional and performance testing. After repair, the device was returned to the customer for use.

Event description:
A third-party service agent received a customer's device for service and observed that the device had a white, frozen display when the device was switched on. This is indicative of a device lock-up. There was no patient use associated with the reported event.